Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that the probe temperature increased to 78 degrees celsius and 86 degrees celsius during the applications, exceeding the programmed limit of 65 degrees celsius. During a procedure to treat right atrial flutter, a blazer ii xp temperature ablation catheter was used. It was observed that the probe temperature increased to 78 degrees celsius and 86 degrees celsius during the applications, exceeding the programmed limit of 65 degrees celsius. When the same probe was tested outside the patient, it continued to display an elevated temperature of 72 degrees celsius. Subsequently, after insertion and initial use of the replacement probe, the ablation cables and rf patch were disconnected. A decrease in impedance was subsequently noted; however, the temperature readings remained elevated at approximately 60 degrees celsius to 65 degrees celsius. Eventually, the ablation was continued, and the procedure was completed. No patient complications occurred. The device is expected to be returned for analysis.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported event of temperature cath-poor temperature control- higher than expected could not be confirmed, as no device problems were identified during analysis of the returned device. The investigation was unable to replicate the reported event, and the device presented with no problems. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: upon receipt at post market quality assurance laboratory, the blazer ii xp temperature ablation catheter was visually inspected, and no visible problems were noted. Functional testing revealed that the catheter's functional mechanism worked properly; no abnormal resistance was felt when actuating the device. Continuity testing was performed, and the device was found within specifications. Electrical testing was performed by using a maestro generator 4000, and the device was also found within specifications. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the blazer ii xp temperature ablation catheter risk documentation was completed and confirmed that the event of temperature cath-poor temperature control was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of no problem detected, as the reported event could not be replicated during analysis, and the investigation findings confirmed that no problems were identified with the device.

Event description:
It was reported that the probe temperature increased to 78 degrees celsius and 86 degrees celsius during the applications, exceeding the programmed limit of 65 degrees celsius. During a procedure to treat right atrial flutter, a blazer ii xp temperature ablation catheter was used. It was observed that the probe temperature increased to 78 degrees celsius and 86 degrees celsius during the applications, exceeding the programmed limit of 65 degrees celsius. When the same probe was tested outside the patient, it continued to display an elevated temperature of 72 degrees celsius. Subsequently, after insertion and initial use of the replacement probe, the ablation cables and rf patch were disconnected. A decrease in impedance was subsequently noted; however, the temperature readings remained elevated at approximately 60 degrees celsius to 65 degrees celsius. Eventually, the ablation was continued, and the procedure was completed. No patient complications occurred. The device has been received and analyzed.